Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited instances of out of range impedance. No patient symptoms were reported, the patient would continue to be monitored.